Event description:
Boston scientific received information that the latitude home monitoring system detected an alert for low shock impedance measurement less than 20 ohms. Technical services discussed troubleshooting recommendations and therapy availability. The patient was vacationing out of state during this time. A local boston scientific sales representative interrogated the device and all parameters were within acceptable limits. The patient reported using a transcutaneous electric nerve stimulation (tens) unit at the time the low shock impedance measurement occurred. The patient was instructed to cease use of the tens unit. The patient would follow up with their local physician following vacation. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.